Event description:
Nurse alleged a pt's head became entrapped in zone 1 of the left head end siderail. The maintenance department removed part of the siderail support to remove the pt's head. The pt was x-rayed and received no injuries from the entrapment. The hill-rom technician examined the bed and found it was not upgraded with the new hbsw siderails and also did not have the optional siderail inserts. The hill-rom general manager will follow up with the account to discuss upgrading the beds to minimize these type of risks with either siderail inserts or hbsw siderail kits.